Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 8018825 medical device expiration date: 12/31/2020 returned to manufacturer on: 03/02/2018. Medical device lot #: 8051710 medical device expiration date: 01/31/2021 device manufacture date: 04/10/2018. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for breakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to breakage as all samples met specifications. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for breakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for breakage with the incident lot was not observed as all samples met the required specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with luer adapter had issues when the port broke off which caused blood leakage. Observed during use. No reports of exposure, serious injury or medical intervention noted.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with luer adapter had issues when the port broke off which caused blood leakage. Observed during use. No reports of exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.